Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. The device had cracked reservoir tube lip, cracked battery tube threads, and cracked case near the display window corners.

Event description:
The customer reported that the insulin pump was malfunctioning and insulin squirted out during the manual prime process. The caller also mentioned that the device was stuck in the prime loop. The blood glucose reading was 300mg/dl. No further information was provided.